Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and forwarded to the supplier for investigation. Visual observation revealed saline residue inside the suction tube and signs of activation on the active tip; the device was in used condition. The device was attached to a vapr vue generator for functional testing. The vapr vue test generator detected the electrode and the proper defaults were displayed. The vapr vue test generator was set to maximum power for ablation and coagulation modes. The device tip was placed in saline and the ablation and coagulation functions were activated. No issues were found as the device was functioning as expected in both cut and coag modes. The device passed continuity and capacitance checks but failed hipot testing. Flow testing revealed the device to be functioning as expected. The blockage reported by the customer could not be confirmed, however a leak test of the device handle revealed a small leak. A review of the device history record indicated that this batch of product was processed without incident related to this complaint. Review of the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this lot of devices released to distribution. Due to an increasing trend in this failure, a supplier CAPA investigation was initiated to investigate this issue further to determine root cause and to identify appropriate corrective actions. A mitek non-conformance was opened for this issue, and is now closed. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during a subacromial decompression surgical procedure, it was observed that the suction on the vapr coolpulse90 electrode was not functional. According to the reporter, the temperature increased with the risk of burning the patient. It was reported that the electrode was unusable from introduction into the subacromial space. It was reported that the suction line was hooked up to the wall suction. It was reported that the device was new. It was reported that the device was changed as soon as the defect was detected. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The affiliate reported via email, suction was not functional.